Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received from the boston scientific sales representative (sr) stating that when they were called into see the patient, the EKG showed a rate of 130 bpm. The device was interrogated and noted to be sensor driven, so the sr programmed off the minute ventilation (mv) and the patients rate reverted back to the lower rate limit of 60 bmp. The anesthesiologist told the sr that they placed a magnet over the device when the rate was at 130 bpm and it had no effect on the rate at all.

Event description:
Boston scientific received information that during a recent aortic valve replacement procedure, the patients heart rate increased to 130 beats per minute (bpm) after previously being 80bpm. Attempts to reduce the heart rate were made, including placing a magnet over the device and medications. The patients blood pressure also dropped into the 50's and cardiopulmonary resuscitation (CPR) was performed. The patient stabilized, but the heart rate remained high in the 130bpm range. During this time, the patients ejection fraction and ventricular systolic function diminished markedly. The pacemaker was interrogated and found to have switched to rate response at 130bpm. The boston scientific sales representative (sr) adjusted the programming by decreasing the pacing to 80bpm. The patients right ventricular(rv) chamber did remain dilated and was moderately to severely depressed. At this time, it is undetermined if the high rate pacing was the cause of the decreased ejection fraction and rv decompensation, or if this was caused by other factors. The physician elected to restabilize the patient for transfemoral aortic valvuloplasty and perform the valve replacement at a later time. To date, no additional adverse patient effects have been reported. The device remains implanted and in service.

Manufacturer narrative:
--